Event description:
It was reported that the 9800 system had a ma sensor error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, high voltage powr supply, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended, and put back into service.